Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during therapy. The device was programed to infuse 1000mg rituximab in 500ml of normal saline (delivery rate unknown). Infusion progressed through the rate changes as per protocol on the baxter pump. When the patient was placed on the last rate for the infusion the total volume that was displayed as infused on the pump was 616ml and the volume in the bag was about 300ml. It was confirmed with the pharmacist that the medication was mixed in 500ml of normal saline. The infusion tubing was removed from that pump and placed on a new pump to complete the infusion. It was stated that the patient did not present any presented symptoms. The baxter pump was removed from the patient care area. There was no known patient injury or medical intervention associated with this event. No additional information is available.